Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset medical, inc. Technical team has reviewed site system logs with a procedure date of (B)(6) 2021, and verified that there was no issue with the system which caused the patient death. The device is functioning post treatment. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product.

Event description:
It was reported that a patient coded when there was approximately 10 seconds left on blood return at the end of treatment and expired. It was reported that the patient was in intensive care unit (ICU) and had been dialyzed earlier in the week with stable conditions. The patient was not resuscitated as she had a "do not resuscitate" (dnr) order in place. Per the information received from the customer site, the patient death was unrelated to the tablo device, rather they attributed it to the patient's pre-existing conditions.